Event description:
It was reported that this right atrial (ra) lead was exhibiting high out of range impedance measurements above 2000 ohms and noise due to lead fracture. Reprogramming was performed, and the ra lead will continue to be monitored. This ra lead remains in service. No adverse patient effects were reported.